Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen (170 mcg/ml at 141.5 mcg/day), morphine (15,000 mcg/ml at 12,500 mcg/day), bupivacaine (16,000 mcg/ml at 13,300 mcg/day) and clonidine (130 mcg/ml at 108 mcg/day) via an implantable infusion pump. It was reported that the patient presented to the office for a refill on (B)(6) 2019 and the office noticed a 5ml volume discrepancy. 6 hours later the patient noticed a significant increase in pain. There were no environmental, external or patient factors which may have led or contributed to the issue. The doctor was able to aspirate 1ml from the catheter so he decided to replace the pump. The pump was not alarming. It was unknown if the issue was resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.